Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (20, 30) intermittently occurred during basal insulin delivery with multiple cartridges. Additionally, it was reported that multiple malfunction alarms occurred (9, 12, 16). Customer's blood glucose level was 486mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.